Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code after a routine disinfection cycle. There was no patient involvement. A sorin group field service representative was dispatched to the facility and was able to confirm the reported error on the cardioplegia and the patient side. The service representative also found that all pump motors of the unit were not running. The fault was traced to a connector on the distribution board, which was cleared on site by remaking the connection. A functional test was performed and the unit was found to be within specification. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code after a routine disinfection cycle. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code after a routine disinfection cycle. There was no patient involvement. A sorin group field service representative was dispatched to the facility and was able to confirm the reported error on the cardioplegia and the patient side. The service representative also found that all pump motors of the unit were not running. The fault was traced to a connector on the distribution board, which was cleared on site by remaking the connection. A functional test was performed and the unit was found to be within specification. The issue was resolved on-site by the sorin group field service representative and the device was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.